Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that a user perceived high blood glucose readings of 260 mg/dl or higher while using an ilet system with a dexcom g7, though contemporaneous measurement was 181 mg/dl, and the user also experienced a sensor pairing failure with the responsible device not identified; troubleshooting and education were completed, including guidance on calibrating the sensor. Symptoms included concern for hyperglycemia without reported clinical sequelae. Outcomes included no alerts or alarms and no medical intervention or hospitalization. Investigation included technical troubleshooting and user education focused on sensor calibration and connectivity. Investigation of this case revealed user-reported discrepancy between sensor readings and a fingerstick value, with a pairing issue likely affecting data transmission or interpretation, and no device hardware malfunction confirmed. It was concluded, based on previously established findings for similar reports, that the cause was user-related calibration and connectivity factors.